Event description:
The reporter stated as the surgeon was advancing the micl13.2 implantable collamer lens towards the eye, the lens got stuck and tore in the cartridge. There was no patient contact.

Manufacturer narrative:
(B)(4). Evaluation: method - lens work order search. Results: a lens work order search was performed and there were no similar complaints found conclusion: based on the complaint history and work order search, we were unable to determine a specific root cause of the complaint. (B)(4).

Manufacturer narrative:
Evaluation: results: visual inspection of the returned lens showed the lens was returned in liquid and a piece of a haptic plate was torn off and missing. There was a clear surgical residue on the lens. Conclusion: based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).